Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. Same case as 2134265-2009-00458. It was reported that 381 days after a carotid artery stenting procedure, the pt experienced restenosis. The target lesion was located in the right proximal internal carotid artery, with 71% stenosis and was 37 mm long with a 5.2 mm reference vessel diameter. The target lesion was treated with placement of a filterwire and two 4-9 x 30 mm nexstent devices. On the first attempt, there was no malfunction of the device. On the second attempt, there was no malfunction, however the target lesion was 37 mm long, therefore, the first stent did not cover the lesion and a second stent was needed. Following post-dilatation, residual stenosis was 20%. The pt was discharged 6 days later. At 381 days after the index procedure, the pt was seen for a 12-month follow-up visit. A required 12-month follow-up ultrasound indicated a 50% target lesion stenosis. Per the investigator, the site noted there was no repeat carotid angiography performed and no target lesion re-vascularization was done.